Manufacturer narrative:
PMA number is not applicable. Upon further review, it was identified that this complaint was not required to be reported through this process. This is a non-commercial product that is captured under the ide for the illumenate btk clinical study.

Manufacturer narrative:
Patient's weight is unknown. This information was not available from the facility. The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6)/ study name: illumenate btk-patient ID (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended, thus no returned product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that the during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat a target lesion of the anterior tibial. Approximately 3 months post index procedure, the patient's vessel re-occluded. Revascularization of the target lesion was performed on (B)(6) 2018.